Event description:
The customer contacted olympus to report a temporary power outage of their video system center during an endoscopy procedure on (B)(6) 2022. The customer reported that the endoscopy procedure had been completed using the same equipment. No patient or user harm has been reported.

Manufacturer narrative:
An olympus field service engineer tested and swapped both the power socket and power cord to verify the issue. The device was returned for inspection. A full inspection found the unit unable power on intermittently due to defective converter unit. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty converter unit could not be confirmed. Olympus will continue to monitor field performance for this device.